Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had main 3.1 and 3.2 not detected on bus. The field service engineer reseated all rear connections to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system had a door failure. The customer stated that the door is making a beeping sound, could not recover and drawers are failing causing a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.